Manufacturer narrative:
Additional information: device available for eval? Returned to manufacturer on, device return to manuf? Device eval by manufacturer? Imdrf annex a, b and c grids omit: a050701 - failure to align (2522), g0405203 - clamp, b21 - type of investigation not yet determined, c07 - mechanical problem identified.

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.